Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2012 due to loss of capture. It was attempted to be repositioned and the md chose to remove it and replace. The lead was returned to medtronic rep. The procedure took place at (B)(6)hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).